Manufacturer narrative:
The product was returned for analysis. Iol received in three segments in a specimen container, with a piece of foam. No product identification. Solution is dried on the iol. One haptic is broken/torn and is returned, the other haptic is intact. The iol has light scratches. The root cause for the reported complaint could not be determined. The exchange to a monofocal lens, may suggest that the replacement lens model was an improved choice for the patients' vision needs. The manufacturer internal reference number is: (B)(4).

Event description:
There was no patient harm reported.

Event description:
A non-health care professional reported that, following the intraocular lens (iol) implant procedure, the patient was dissatisfied with the results. The iol was exchanged in a secondary procedure with non company iol. Clinical reason was mechanical complication. There was no patient harm reported. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).